Event description:
It was reported that an ilet bionic pancreas user experienced difficulty maintaining glucose in range, including hypoglycemia after meal announcements and use of reduced meal entries to avoid perceived post-meal lows; lows were also reported following dinner associated with basketball activity, and the user at times treated anticipated or delayed recovery lows with rapid-acting carbohydrates, creating glycemic variability. Symptoms included hypoglycemia requiring oral fast-acting carbohydrates. Outcomes included no hospitalization and resolution of low glucose episodes with self-treatment while continuing device use. Investigation included review of device data trends and user-reported history, with counseling on consistent meal announcements, avoidance of ¿tricking¿ the system, timing of low treatment, and exercise considerations; referral for additional training was arranged, and the user was advised to consult their clinician regarding potential factory reset or cgm target adjustments. Investigation of this case revealed user-induced dosing inconsistency and exercise-related glucose lowering as contributing factors, with the device and its components not showing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and inappropriate treatment practices, mitigable through user education and adherence to operating instructions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.